Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital for respiratory issue. The health care professional (hcp) contacted the local field representative for device check. During device interrogation, this left ventricular (lv) lead was discovered to exhibit loss of capture (loc). The presenting electrogram (egm) showed the patient having frequent premature ventricular contraction (pvc) events. It is believed that the frequent pvcs may be due to patient respiratory issues. The hcp noted that xray imaging was ordered. At this time, the lv lead remains in service. No adverse patient effects were reported.